Manufacturer narrative:
No further issues were reported after the engineer moved the lithium assay to a different rotor. The investigation could not identify a product problem. The issue is consistent with reagent carryover.

Manufacturer narrative:
The lithium reagent lot number was 938030. The reagent expiration date was requested, but not provided. The field service engineer moved the lithium assay to a different rotor than the one used for the ldh assay. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for lithium on a cobas c 703 analytical unit. The sample initially resulted in a lithium value of 1.17 mmol/l and repeated as 2.04 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 1.09 mmol/l.